Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the rn phoned the clinical support specialist (css) for troubleshooting help on a pt (pt) they had over the weekend (strips state (B)(6) 2011) who expired 36 hours after the event. Indications for use: cardiogenic shock. The rn currently had a meeting and asked the css to call her back after 03:00pm. The css called the rn at 1510 and 1548 and left messages. The rn returned the call at 1615 est. The pt was pump and pressor dependent, ejection fraction (ef) at 10%. At some point they think the levo ran out (they are unsure when that occurred), but the pt coded at 1941 est for 2-3 minutes. Post code, the pump alarmed "he loss2" followed by a purge failure, "system error1" and 2 additional purge failure alarms. The balloon pressure waveform (bpw) looked odd and the rn wanted to understand why. The pump is in clinical engineering for eval. The rn could not send the strips to the css at the time, but the css and rn discussed possible reasons for purge failure. He loss alarms and system error alarms; also, the possibility of triggering problems since the pump was in operator mode the entire time (they are unsure why). The css and rn discussed the signal analysis, triggering and pressures as from the strip. The rn described an "unduling" bpw. The css spoke with the global manager of technical support and service about following up with the clinical engineering dept as well. On (B)(6) 2011, 1114est, the rn called back and faxed the strips. The css and rn reviewed strip one, "helium loss2" and explained that this alarm is most likely due to a kink based on the sloped inflation artifact and very slow return on the deflation artifact. The following purge failure and system error alarms display a bpw reflecting the arterial pressure (ap) waveform. The css explained that she would follow up with engineering regarding this. The css explained also discussed the hr variation error between the purge failure and system error 1 alarm and explained that this is likely reflecting the probable triggering issues we previously discussed. This is also reflected in the signal analysis. Again, the pump is in operator model so no automatic corrections were attempted by the pump. It is unclear what alarms occurred or why the pump was placed in the off position to the result in the add'l purge failure alarms since no add'l strips were generated. The css spoke with the global manager of technical support and service and forwarded the strips to him as well. The manager will follow up with the clinical engineering dept at the hospital to check out the pump. The rn thanked the css very much for their discussions and said she would get add'l info regarding why the pump was in operator mode and reinforce with the staff to call the hotline when they have questions while they are occurring. There was a reported death. The rn educator stated "the pump did not contribute to the pt's death."